Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used sample was returned for evaluation. A visual inspection revealed no foreign matter inside the syringe. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1611227p. A manufacturing process review also revealed no irregularities. Conclusion: since the sample received does not show the defect, a definitive root cause cannot be determined. (B)(4).

Event description:
It was reported that foreign matter was found in a bd plastipak¿ 20 ml syringe prior to performing a cerebral angiogram. There was no report of injury or medical intervention.